Event description:
It was reported that a device was implanted in a patient in an unspecified spinal procedure. It was reported that a patient developed bone erosion post-operatively at the l4-l5 levels.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: medical interpretation: open transforaminal lumbar interbody fusion (tlif) performed at l4/5. MRI shows post-operative change without retropulsion. X-rays show good position of screws, rods, and spacer. Reconstruction shows endplate erosion at l2/3 and l3/4 as well as erosion with sclerosis at l4/5. Solid fusion is not verified suggesting pseudoarthrosis.